Event description:
The account alleged incorrect calcium results for two patient samples. The original results were stated to be 8.1 mg/dl and 8.0 mg/dl. When repeated, the results were stated to be 9.0 mg/dl and 9.01 mg/dl respectively. The field service representative determine the issue to be a malfunctioning gear pump which was replaced.